Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles needle broke during injection and customer not sure if she received her full dosage. Verbatim: consumer reported needle break during injection in her right thigh. Not sure if she got her full dosage. Stated did not go for medical treatment. Does not plan on going for medical treatment. No bleeding. Stated re-uses sometimes when she's short pen needles. Rotates injection sites. Hub available to send in. Stated her husband checked her injection site to see if he could feel the needle. Stated her husband was checking the floor for the needle just in case it fell to floor.

Manufacturer narrative:
Investigation: customer returned (1) bd pen needle from lot number 8004036 without the tear drop label attached (used). Consumer reported needle break during injection in her right thigh. Not sure if she got her full dosage. The returned pen needle was examined and exhibited a broken patient end cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Dhrs are legally kept for 7 years after the batch creation date before being removed from archive and destroyed. Lot number 7092623 was manufactured on 21jun2007 (11 years after batch creation date), thus the DHR for this lot number has been destroyed. Lot number 8004036 was manufactured on 05feb2008 (11 years after batch creation date), thus the DHR for this lot number has been destroyed. Bd was able to duplicate or confirm the customer¿s indicated failure (broken patient end cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure.

Event description:
It was reported that bd ultra fine¿ pen needles needle broke during injection and customer not sure if she received her full dosage. Consumer reported needle break during injection in her right thigh. Not sure if she got her full dosage. Stated did not go for medical treatment. Does not plan on going for medical treatment. No bleeding. Stated re-uses sometimes when she's short pen needles. Rotates injection sites. Hub available to send in. Stated her husband checked her injection site to see if he could feel the needle. Stated her husband was checking the floor for the needle just in case it fell to floor.